Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow during the use of the one link IV connector. During a blood draw, it was noted that the blood would not flow through the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.